Event description:
Report received from (B)(6) stating that the device was, "heating up to 120f after 2 minutes". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heating up to 120f after 2 min" was not confirmed due to the device failing the visual inspection. If additional info is received, a supplemental report will be sent. (B)(4).